Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the prebent pectus bar was implanted on (B)(6) 2009, and explanted on (B)(6) 2009, because the bar had flipped. The patient is allergic to stainless steel, therefore, 0-prolene sutures were used to secure the stabilizers to the ends of the bar.